Event description:
Reporter indicated that a vns pt was admitted to the hosp, due to an infection. The pt was prescribed IV antibiotics for treatment. The cause of the infection is unknown, but that the infection could possibly be related to the use of sutures that were not coated in antibiotics. Good faith attempts are in progress for add'l info and awaiting response.

Manufacturer narrative:
Review of mfg records confirmed sterilization for both the generator and lead prior to distribution. Vns therapy labeling lists infection as a potential adverse event related to surgery.